Event description:
Multiple reports in the last few weeks of statlocks not "clicking" into place and not being usable. During sterile dressing change, the statlock would not click into place. Had to pause procedure to get a working statlock and maintain sterile environment. Saved package from this incident. Ref #pic0220, lot#jukq856.